Event description:
A medtronic representative received a report from a site registered nurse (rn) that while in an ear, nose & throat (ent) procedure, the surgeon alleged a 3mm inaccuracy anteriorly and posteriorly. Tracer registration passed successfully, however, the surgeon deemed being inaccurate when verifying accuracy on known anatomical landmarks. In trouble-shooting, the patient was re-registered several times with tracer registration, and then with pointmerge registration, which did not resolve the issue for the surgeon. The surgeon opted to continue, with the knowledge of the inaccuracy, and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out using a demo head, all areas passed. System performed as intended. Subsequent procedures have been performed with this system, no further issues reported. No parts have been returned to manufacturer for analysis.